Event description:
It was reported that several days after a lead revision, the lead alert triggered. It was also reported that the right ventricular (rv) lead had high impedance. It was also noted that the rv and implantable cardiac defibrillator (ICD) has a loose connection. The pocket was reopened and the rv lead was reinserted into the ICD connector and tightened. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data from the device and have analyzed the data. A patient alert triggered for lead failure predictor (lfp) on (B)(6) 2012. A patient alert for out of tolerance sub-threshold lead impedance triggered on (B)(6) 2012. The weekly pace lead impedance trend data showed an abrupt increase for maximum ventricular pace bi impedance equaled 684 to 4047 ohms peak between (B)(6) 2012. Lfp high rate no sense of less than or equal to 190 ms average v-cycle on (B)(6) 2012 in the timeframe between 09:59:41 and 10:30:07. One ventricular fibrillation equal to 190 ms average v-cycle on (B)(6) 2012 17:39:08. The weekly high voltage lead impedance trend data shows an increase for maximum defibrillation active can on impedance and maximum superior vena cava defibrillation impedance equaled 51 to 88 ohms peak between (B)(6) 2012.